Manufacturer narrative:
Return device analysis did not confirm the reported bend in the distal shaft of the clip delivery system (cds) or sleeve steering issues. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and causes for the reported bend in the distal shaft and sleeve steering issues could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. E1 - facility name /address 1 /city/postal code and phone updated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and during positioning of the cds there was difficult and it was noted that there was a set in the shaft. It was decided to not use the cds and it was removed without issue. Outside the patient anatomy, a bend in the distal portion of the shaft was confirmed. A new cds was used successfully, reducing mr to 1. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.